Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(6)) displayed an unknown error message and interrupted the compression. No patient involvement.

Manufacturer narrative:
Sections d9 and h4 were updated. The customer reported that the autopulse platform (sn (B)(6) displayed an unknown error message and interrupted the compression. Upon reviewing archive data, it was found that the autopulse platform repeatedly displayed user advisory (ua) 45 (not at "home" position after power-on/restart) when powering up on the reported event date. The ua45 advisory message was replicated during functional testing. The root cause of the ua45 message was that the driveshaft was not in its "home" position. The ua45 message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its "home" position. However, in this case, the encoder driveshaft exhibited binding and resistance, preventing smooth rotation due to a sticky clutch. The autopulse platform failed to provide compression during the preliminary functional testing due to a ua45 advisory message displayed upon powering up, confirming the reported complaint. The driveshaft was stiff and couldn't be manually rotated to its "home" position to clear the ua45 advisory message. The cause was the burred clutch plate, which was deburred and cleaned to remedy the problem. Subsequently, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).